Manufacturer narrative:
Pump received with scratched case, missing retainer ring, missing reservoir tube o-ring, pillowing keypad overlay, and minor scratched lcd window. No crack on the reservoir tube or tube threads noted. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that the insulin pump is cracked at the reservoir thread. Customer's blood glucose was unknown at the time of incident. Troubleshooting found that the drive support cap is flush and not recessed into the device. No further details given.